Event description:
It was reported that the customer received erratic readings on the aviva system during a hypoglycemic event. The customer received the following results within 15 minutes: (B)(6) at the time of the reported readings, the customer was experiencing low blood glucose symptoms and was unable to self-treat. The customer's daughter treated the customer with glucose tablets, orange juice, and liquid glucose. The customer began to feel better within 45 minutes to an hour. No medical treatment was required.